Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check tests has been confirmed during evaluation of the received problem description. No other documentation was provided to this investigation. Our fse, field service engineer, was on-site to investigate the reported issue and found out that o2 and air nozzles, o2-cell and both batteries were defective. However, there is no further information on how and/or if the issue has been resolved.

Event description:
Manufacturer's ref.#: (B)(4).